Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter, a 2mm x 40mm x 145cm and a 3mm x 40mm x 146cm coyote es balloon catheters were advanced for dilatation. However, during inflation, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported.